Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasal swab. Confirmation testing (platform: abbott m2000) was performed on a nasopharyngeal swab in viral transport media and generated negative results. The customer stated that no further information is available.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1056062 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1056062 and test base part number 190-430 / lot 1056062.the lot met the required release specifications. A review of the complaints reported as falsepositive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1056062 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.